Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformance's. Because the pump was not returned to mmdg, no investigation could be completed. Because no investigation was completed, the complaint could not be replicated or confirmed.

Event description:
The initial reporter stated that the pump was not alarming when the dose was complete. Mmdg did follow up with the initial reporter who stated that there was no patient involved and that they had discovered the issue during testing. [(B)(4)].